Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. The fse replaced the armrest motor module to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci assisted surgical procedure, the customer experienced ergonomics issues on both surgeon consoles, stating that the ergonomics functionality was not working on either console. Technical support recommended performing a power cycle as an initial troubleshooting step, while noting that the customer was likely planning to pivot to another available system instead. The customer reported event has no report of patient injury.